Manufacturer narrative:
Title: inferior epigastric artery pseudoaneurysms. Source: ann r coll surg engl, volume 97, 2015 (255¿258). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 days post op on a laparoscopic resection for a sigmoidectomy, the patient developed erythema, and induration around the transverse wound. The left lateral sutures were cut, resulting in drainage of a small volume of blood stained fluid. The patient was discharged the next day. Eleven days following surgery, he was readmitted following a large bleed at home from the open aspect of his wound. However, he was discharged again within 24 hours as observations and haemoglobin remained stable, and no further bleeding occurred while in the hospital. Two days later, he was readmitted with a further large bleed and his systolic blood pressure was 90mmhg. Urgent CT angiography revealed a 3.5cm pseudoaneurysm of the left iea in communication with a haematoma. The patient underwent urgent surgical ligation and excision later the same day, and was discharged three days later with no further complications.